Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: in addition to the initially reported zoom malfunction, it was confirmed that the customer also reported a "defective air supply and water supply." This reported issue was detected during pre-use inspection. The investigation is ongoing. A final report will be submitted upon completion of the investigation. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material was not determined given the device handling information was not provided however, from the investigation it was presumed that the clog was caused by the foreign material that was larger than the inner diameter of the air and water nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the zoom function was malfunctioning due to damage on the charge-coupled device causing the zoom to not work smoothly. Upon further inspection, foreign objects were clogging the nozzle, causing water removability to not meet the standard value. Additionally, it was observed that the air and water cylinder was dirty. These findings were due to insufficient cleaning or handling of the scope. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a chip, a crack and had a white-cloud area due to chemical or physical stress. A dent was observed on the plastic distal end cover due to handling. It was also observed that the connecting tube had a cut due to a handling issue. It was observed that the scope connector had discoloration. Lastly, scratches were observed on the following unit components due to external factors: bending section cover, switch 1, universal cord and on the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had a zoom malfunction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were clogging the nozzle which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.